Manufacturer narrative:
Supplemental being submitted to correct g2 and h4 which were inadvertently left out.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The tip shape of the bf-uc190f is smaller than the previous scope tip shape. Therefore, when maj-1351 is attached to bf-uc190f, the attachment appears loose. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling of the user. It is possible the event occurred due to the following: ·it was possible that the balloons might have not deflated completely when the endoscope was withdrawn from the patient. ·the balloon was not lubricated. However, the root cause of the phenomenon could not be specified. The event can be prevented by following the instructions for use which state: "·never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. ·never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or come off the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-400b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. After that, the balloon can be deflated. ·when withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasound image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury. ·always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. ·deflate the balloon before withdrawing the endoscope from the patient. Withdrawing the endoscope while the balloon is inflated could result in patient injury." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the scopes were damaged from needles. The customer confirmed there were no error messages that may have been observed as a result of the failure. There was a period of 6 weeks, all 3 of their scopes were damaged at the same time, causing 12 procedure cancelations. The cancelations were related to patients that were awaiting a likely cancer diagnosis, which also delayed treatment. When available the procedures were completed when the customer changed out the scopes. The scopes had been sent multiple times to a third party for repair. The facility did have a loaner scope (180f) that was used that did not cause any damage to other products or the scope.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Olympus received a voluntary medwatch stating that the olympus balloon used for ultrasound does not fit the new 190s scopes as it was too large. This made it a risk for the balloon to come off the scope during use. Upon follow up with the facility, it was stated that some of the procedures related to the three scopes had been prolonged due to having to switch out scopes when balloon replacement was needed. Additional information regarding specifics was requested. If received, a follow up report will be sent. As three scopes and one balloon was involved, four reports are required. Patient identifier (B)(6) is for scope serial (B)(6). Patient identifier (B)(6) is for scope serial (B)(6). Patient identifier (B)(6) is for scope serial (B)(6). Patient identifier (B)(6) is for the balloon. This report is for patient identifier (B)(6).